Event description:
It was reported that small hole observed at the 4cm mark from cathter hub. PICC was inserted 4th december. Leaking PICC line meant the patient had to return to hospital to get the line changed. Safety issue: unsure of medication being infused. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample, including abundant adhesive residue between the 0cm depth marking and the 4cm depth marking. Two circumferentially aligned splits were observed between the 2cm and 3cm depth markings and at the 4cm depth marking. The splits occurred within permanent kink impressions. Microscopic inspection of the splits revealed granular fracture surfaces. The splits exhibited inward curving edges. Material buckling, wear and discoloration were observed in the vicinities of the splits. The fracture features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which placement, usage and mechanical factors may gradually form cracks in the catheter. The location of the damage suggested that catheter securement and maintenance techniques may have contributed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4144 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that small hole observed at the 4cm mark from catheter hub. PICC was inserted 4th december. Leaking PICC line meant the patient had to return to hospital to get the line changed. Safety issue: unsure of medication being infused. No other information was provided.